Event description:
The outside laboratory in england that is examining the valve indicated that the valve has sustained an outlet strut fracture.

Manufacturer narrative:
Section h3 & h6 - device eval summary: a copy of the valve examination report was rec'd on march 2, 1999. An eval of the valve was completed by a lab in england at the request of the u.k. Medical devices agency. The valve was examined by optical microscopy using incident light illumination at magnifications of 10x-320x. According to the copy of the lab report, failure of the valve was due to "failure of both legs of the [outlet] strut, one (left leg) at the site of , or close to, the weld at the junction of the outlet strut and the housing, the other (right) adjacent to the hook, [which] resulted in the release of the disc." The report indicated that the left leg of the strut failed first and the valve continued to function for an unknown period of time. According to the report, it was possible to estimate the period of time which elapsed between the initial event and total failure of the valve and no obvious fracture initiation site was identified. The report also indicated that the valve had areas of wear on the disc, struts and housing flange. The report indicated that the pattern and extent of wear were typical for a valve that had been implanted for 15 years. According to the report, the fine scratches seen on the housing are consistent with instrument marks and may have occurred during MFR, clinical handling, or explanation of the valve.